Manufacturer narrative:
Submit date: 8/25/2009. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
In 2009, covidien was informed of a customer who had an issue with a heparin prefilled syringe. The attorney alleges that the patient was admitted to a medical center in 2007. While hospitalized, he was administered heparin and began to have symptoms consistent with the hypersensitivity type reactions from contaminated heparin. The patient passed ten days later.